Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. The tip of the instrument was not broken. Failure analysis investigation found thermal damage with material missing at the distal clevis. This instrument is not an energy instrument; therefore, it was concluded that the thermal damage was inflicted by another instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the thermal damage with missing material, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during the reprocessing of a da vinci crocodile grasper instrument, the tip was identified as being broken. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.